Event description:
Per the customer, only 4 out of the 9 sponges scanned out on the tablet. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, only 4 out of the 9 sponges scanned out on the tablet. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: it was determined this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. Device not returned.